Manufacturer narrative:
(B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿optimal guiding catheter length for endovascular coiling of intracranial aneurysm in anterior circulation in era of flourishing distal access system.¿ zhen jia-sang lee-young kim-joon choi-sun hwang-ga lee-jin youn-deok lee - neurointervention ¿ 2017, https://doi.org/10.5469/neuroint.2017.12.2.91. This MDR report is being submitted with no patient demographics or device specifics. (B)(6). This MDR report is being submitted for multiple patients (quantity of 9) with no patient demographics or device specifics. Due to the nature of the complaint, the devices were not returned for analyses nor were the sterile lot numbers provided in order to conduct a lot history review. [Conclusion]: the literature article ¿optimal guiding catheter length for endovascular coiling of intracranial aneurysm in anterior circulation in era of flourishing distal access system.¿ zhen jia-sang lee-young kim-joon choi-sun hwang-ga lee-jin youn-deok lee - neurointervention ¿ 2017, documented that during use of unspecified envoy guiding catheters (envoy, envoy da, or envoy xb da), there were nine catheters that were withdrawal due to arterial spasm. Information regarding the patient procedure and device specific information such as catalog and lot numbers were not provided. Improvement in embolization devices, embolic materials, and in access technology including guiding catheter systems have resulted in improved procedural outcome of endovascular aneurysm treatment for ruptured and unruptured aneurysms. Diversity in the devices is part of the improvement. Guiding catheters have variable lengths to fulfill their respective purposes. This makes choosing the right guiding catheter system for a certain procedure important. Conventional guiding catheters have a 90-cm and 100-cm working length independent of outer and inner diameters. The recently introduced distal access catheters have diversified lengths by adding 95 cm, 105 cm, and 110 cm. Some are longer than 110 cm, especially in the intermediate catheter system. Diameters and lengths of a guiding catheter have become a matter of concern even after choosing a certain guiding catheter system since the required length of the guiding catheter can be different from patient to patient depending on the patient¿s height, vessel tortuosity, aortic arch type, the location of the target lesion, etc. A consideration should be made for an additional distal length required for further distal access in technically demanding situations that required more support and robust access to the lesion. The purpose of the study was to determine the minimum required length for conventional guiding catheter and distal access guiding catheter for the embolization of various intracranial aneurysms in the anterior circulation through the transfemoral approach. The purpose of the study is also to analyze the effect of various patient factors on the required guiding catheter length and potential interaction with the stability of the guiding catheter system. There were three types of guiding catheters used in the study (envoy, envoy da, and envoy da xb) from december 2016 to march 2017, with 90 patients enrolled in the study; patients who had undertaken endovascular coil embolization of unruptured intracranial aneurysms in the anterior circulation through the right femoral artery approach. The choice of the access method, type and length of the guiding catheter was solely depending on the individual neurointerventionist discretion that take into considering the patient¿s height, lesion location, and arterial tortuosity of the access route. A retrospective review of the patients¿ medical records that included gender, age, history of hypertension, height, and weight were obtained. The anatomic location of the aneurysm was analyzed along with the laterality in the carotid artery system (right or left) and the type of aortic arch. The patients all had intradural aneurysms in the anterior circulation and were categorized into two groups. The proximal group comprised of patients with aneurysms located in the intradural internal carotid artery; the distal group comprised of patients with aneurysms located beyond the terminal internal carotid artery bifurcation. The in-the-body length of the catheter were measured and the location of the catheter tip in the carotid artery was checked. Factors affecting the in-the-body length and the stability of the guiding catheter system were analyzed. All embolization procedures were successfully performed. The conventional envoy da and envoy da xb guiding catheters demonstrated a higher rate of successful target access when the advancement was attempted with the catheter alone. There were nine catheters that were withdrawal due to arterial spasm although the article did not identify the individual guiding catheters (envoy, envoy da, or envoy da xb) by name. The article concluded that the minimum required length of a guiding catheter was on average 84 cm for elective embolization of anterior circulation aneurysm. In older male patients (> 65 years) when the target lesion was located distally and arterial access route was tortuous, longer catheter length was anticipated. A higher position can be reached with distal access catheters with little difference in the stability once the target location is reached. Vasospasm is a known procedural complication with envoy catheters. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well know potential complication with any invasive procedure during which devices are introduced into vessels. Tracking difficulty is a known procedural complication of advancing devices through tortuous vasculature. Since the vasospasm can result in serious injury to the patient, this event meets MDR reporting criteria. The guiding catheters used in the study article are not available for return. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. (B)(4).

Event description:
The literature article ¿optimal guiding catheter length for endovascular coiling of intracranial aneurysm in anterior circulation in era of flourishing distal access system.¿ zhen jia-sang lee-young kim-joon choi-sun hwang-ga lee-jin youn-deok lee - neurointervention ¿ 2017, documented that during use of unspecified envoy guiding catheters (envoy, envoy da, or envoy xb da), there were nine catheters that were withdrawal due to arterial spasm. Information regarding the patient procedure and device specific information such as catalog and lot numbers were not provided.